Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs have confirmed the reported complaint of sf140 alarm. Investigation has determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. No serious adverse event was associated with this incident. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or injury reported as a result of the incident.